Event description:
It was reported that three days post implant of the cardiac resynchronization therapy defibrillator (crt-d) system the patient compl ained of feeling pacing and chest pain. The left ventricular (lv) lead exhibited high thresholds and potential loss of capture. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.